Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7093975/7094169.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and not returned.